Event description:
The user received analyzer alarms and discrepant lithium results for one patient sample. The results were 1.02, 0.98, 0.94, 1.07, 0.85 and 0.98 mmol/l. The patient results were not reported and no actions were taken based on the results. The lot number of the lithium electrode was not provided. Investigation determined the cause was a defective mainboard and reference valve which were replaced. The analyzer operation was verified by a sample sensor test, service testing, adjustments and qc testing with all results passing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.